Manufacturer narrative:
Device evaluation and investigation: (B)(6) 2010-the device balloon was visually inspected and there is no damage to the balloon. An attempt was made to introduce water into the balloon lumen however the lumen is blocked with blood and fluids and no water would go into the balloon. Visually under 10x magnification it is noted that there is delamination of the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected. A review of post-sterile test data demonstrates that it requires an inflation volume of 24ml. Minimum to cause balloon joint to delaminate. Root cause of the event could not be determined. A device history record review was completed for lot 763127 and this the device met all specifications upon distribution. Current investigation does not indicate a manufacturing defect or a trend at this time therefore no corrective action is required. However trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that theendoplege balloon ruptured. The balloon was given to her by the or staff and that the balloon was "defective and leaking." No other information is available. No patient injuries were reported..